Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgical procedure due to subtrochanteric fracture. The surgeon attempted to implant the patient with the unknown screw however it would not screw down into the tfna nail. There was no patient consequence. The procedure was successfully completed without surgical delay. This report is for one (1) 10mm/130 deg ti cann tfna 340mm/right sterile.this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot - manufacturing location: monument manufacturing date: 12-sep-2019 expiration date: 31-jul-2029 part number: 04.037.054s, 10mm/130 deg ti cann tfna 340mm/right ¿ sterile lot number: 15l9017 (sterile) lot quantity: 6 work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns071282 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lppf rev e, lmd rev b was reviewed and determined to be conforming. Scn 16625 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 13l4905 lot quantity: 150 production order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: h794568 lot quantity: 1,000 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 22-feb-2019 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong 130 degree, tfna lot number: 14l5982 lot quantity: 54 two pieces were scrapped in cell at op #80, final inspection, due to tool marks in the surface finish. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, final inspection, ns073593 rev b met all inspection acceptance criteria apart from the two pieces noted. Part number: 21127, timoagri16.00 lot number: 10l8564 lot quantity: 3,258 lbs. Inspection instruction met all inspection acceptance criteria. Certificate of test supplied by ati specialty materials dated 20-may-2019 was reviewed and determined to be conforming. Lot summary report dated 19-jun-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria device history review - 20-jan-2022: DHR reviewed by: mschoenfeld this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.